Manufacturer narrative:
The customer reported the presence of debris inside the needle. Because no physical sample was returned, a complete evaluation of the device could not be performed. To support the investigation, one photograph was provided for review by the quality team. The image shows the lower portion of a needle hub, and a dark-colored stain or speck is visible. No additional information could be obtained from the photograph. A device history record review was conducted for material number 303018, lot 5775675. The review did not identify any quality issues during the manufacture of this lot that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections were completed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and review of the photographic evidence, the customer¿s reported observation is confirmed. However, without the ability to examine the actual physical sample, the probable root cause of the condition could not be determined.

Event description:
It was reported by a customer that they are finding debris inside needle. No patient harm, injury, complication, or negative outcome. Occurred prior to use.